Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Visual examination noted the threaded tip is broken off completely at the transition of the threaded and small non-threaded shaft. The broken tip was not returned. Physical dimensional verification was found impossible due to the damage exhibited by the instrument. Physical dimensional verification was found impossible due to the damage exhibited and a complete evaluation is not feasible.

Event description:
According to the reporter, during the procedure the tip of the coupling screw (338.31) bent. Another was opened and used to complete the procedure. After completion of the procedure, it was noted that the tip had broken off.